Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant the right atrial (ra) lead exhibited high thresholds. It was noted that threshold measurements were not taken at the time of implant due the occurrence of atrial fibrillation. The following day, the ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.